Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site due to ongoing discordant, falsely depressed ecrea results for another dimension vista instrument. The cse observed that this issue was occuring on more than one instrument at the customer site. The customer ran patient samples on four different dimension vista instruments and obtained discordant results on all four. The cse requested the customer to repeat samples with results < 20 on the same instrument, as the customer performs repeat testing on alternate instruments. The cause of the discordant, falsely depressed ecrea results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely depressed enzymatic creatinine (ecrea) results were obtained on twelve patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ecrea results.